Manufacturer narrative:
(B)(4). Corrected data: section 5. Describe event or problem: a distributor reported on behalf healthcare facility in china reported that two mr290v vented autofeed humidification chambers were found leaking water after used for 48 hours. Method: one of the complaint mr290v vented autofeed humidification chamber was returned to fisher & paykel healthcare (f&p) in new zealand where it was visually inspected and analysed. Results: visual inspection of the returned mr290v chamber revealed horizontal cracks were observed towards the base of the chamber dome. Further testing showed that the rolled base thickness was found to be within specification. Conclusion: we are unable to determine what may have caused the crack of the complaint chamber domes. However our investigation indicates that the crack is most likely due to mechanical stress. The stress source is unknown. The mr290v chambers are designed and tested to conform to iso (B)(4) breathing tubes intended for use with anaesthetic apparatus and ventilators. Every mr290v chamber is pressure tested following the manufacturing process to check for any leaks present in the chamber dome due to cracks and other causes. Any chamber which fails this test is rejected. In addition, the pressure test is followed by a visual inspection of each chamber. No cracks in the chamber dome are acceptable. Any chamber that fails this inspection is rejected. The subject mr290v chambers would have met the required specification at the time of production. Our user instructions that accompany the mr290v vented autofeed humidification chamber state the following: "do not soak, wash, sterilize, or reuse this product. Avoid contact with chemicals, cleaning agents, or hand sanitizers." "Ensure appropriate ventilator or flow source alarms are set before connecting breathing set to patient." "Perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient." "Use of the mr290 above the maximum operating pressure may lead to cracking, water leakage and, on rare occasions, could lead to a loss of ventilation pressure".

Event description:
A distributor reported on behalf healthcare facility in china reported that two mr290v vented autofeed humidification chambers were found leaking water after used for 48 hours. There was no patient consequence.

Event description:
A distributor reported on behalf healthcare facility in japan reported that two mr290v vented autofeed humidification chambers were found leaking water after used for 48 hours. There was no patient consequence.

Manufacturer narrative:
(B)(4). The complaint (B)(4) vented autofeed humidification chambers are currently en route to fisher & paykel healthcare (f&p) for evaluation. We will provide a follow up report upon completion of investigation.